Event description:
It was reported through clinic notes received on (B)(6) 2012 that the patient has obstructive sleep apnea with an oxygen desaturation as low as 65%. This was first diagnosed during testing on (B)(6) 2012; however obstructive sleep apnea was suspected in a clinic note dated (B)(6) 2012. The sleep apnea is being treated by CPAP. It is currently unknown if the apnea is related to vns. Attempts for additional information are in progress.

Event description:
Additional information was received indicating that the physician does not believe that there is any relationship between vns therapy and the patient's sleep apnea. The apnea was not occurring with stimulation and there were no causal or contributory programming or medication changes precede the onset of the sleep apnea. Per the physician, he suspected that the patient's sleep apnea pre-existed treatment with vns therapy, however he was uncertain as he only started seeing the patient in september. It was noted that the patient is doing great with CPAP.

Manufacturer narrative:
.

Manufacturer narrative:
Relevant tests/laboratory data - corrected data: the patient's settings and diagnostic results, available at the time of the initial report were inadvertently omitted.